Manufacturer narrative:
An event of embolization was reported. The results of this investigation confirmed the device met functional and dimensional specifications when analyzed at (B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 4/2mm amplatzer duct occluder ii additional size (adoiias) was selected for implant. After the user performed the tug test, the device was released from the delivery cable and the device embolized from the pda to the middle pulmonary artery. The user snared the device to the inferior vena cava and removed the device. During retrieval, the tricuspid valve was injured and echo revealed moderate to severe tricuspid valve regurgitation with a segment of flailing leaflet. The user successfully implanted a 5mm adoiias (B)(4). Possible medical management is planned to reduce tricuspid valve regurgitation and improve forward flow. The user attributes the embolization event to device sizing. Of note, prior to procedure, the patient had low hemocrit and platelets so the patient was given a transfusion prior to procedure and during procedure when prolonged due to event. On (B)(6) 2018, the patient was observed with right bundle branch block (rbbb) . Per site, lbbb is not related to device, but to implant procedure. (B)(4).